Event description:
Customer called to report a leak in the modular chemistry (mc) area of the synchron lxi 725 clinical system, which resulted in a fluid flood on the floor. Customer stated that no one was harmed by or exposed to the leak, and that patient samples and results were not affected. On the following day, the field service engineer (fse) inspected the instrument, but did not find any leaks. The modular chemistry side was primed thirty times and the system was primed twenty times, after which no leaks were detected. The system was observed after three hours of running, and again, no leaks were found. The reported failure could not be replicated. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated no harm to patients or instrument operators. Customer has not called back to report any further issues.

Manufacturer narrative:
(B)(4).